Manufacturer narrative:
H3: the battery (product: 9735773, lot: 1924) was returned to the manufacturer for analysis. Analysis found that when the battery was tested with a known-functioning uninterruptable power supply (ups) for 24 hours, the ups shut down immediately when unplugged from ac power. The battery showed signs of leakage and did test for having multiple dead cells. Analysis found that the reported event was related to an electrical issue. The ups (product: 9735787, lot: 19230170) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c02, and fdc d02 are applicable to the battery hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the ups hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: in section e, the initial reporter's phone number was not sent in the first report. This has been updated. A manufacturer representative went to the site to test the navigation system. It was reported that system died immediately upon unplugging even after being plugged in overnight. The uninterruptible power supply (ups) and main cart batteries were replaced. Codes b01, c02, and d02 are applicable. Multiple annex g codes were reported. G02002 corresponds to the concomitant product 9735773. G02027 corresponds to the concomitant product 9735787. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a battery service error appeared. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.